Manufacturer narrative:
The field service engineer (fse) found the sample line was disconnected from the differential mixing chamber. The fse reconnected the tubing to resolve the leak, differential vote outs and the low vacuum error reported. Upon recur; the failure mode identified is likely to generate flagged, unflagged and non-numeric erroneous differential results due to improper sample flow from the mix chamber to the flow cell. (B)(4).

Event description:
While troubleshooting differential vote outs and a diff pressure low error on the lh780 instrument, the customer noticed a leak of diluent and blood at the bottom of the vcs (volume, conductivity, and scatter) module. The volume was reported as about 2 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.